Event description:
Transmitter battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter battery issue was reported. Data was provided for investigation. The allegation was confirmed via data as a low transmitter battery. The probable cause of the low battery alert was determined to be a transmitter failure. No injury or medical intervention was reported.